Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing and less than two seconds of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.